Manufacturer narrative:
(B)(4). Increased customer complaints were received reporting a decrease of the (B)(6) control values in range and/or out of range low for multiple lots of architect anti-hcv reagent ((B)(4)) when approximately 25% of the reagent volume was remaining. Some customer reported that the values of patient samples dropped such that (B)(6) values were generated. When the assay diluent was mixed before testing, the signal of the positive control remained stable and customers were informed about this interim mode of control via a product correction letter ((B)(4)) and a product information letter included with the reagent kit. The probable cause of the decreasing s/co values for (B)(6) samples at the end of the bottle volume is an inhomogeneity created in an aged assay specific diluent due to interactions of the components within the assay diluent. Based on the outcome of this investigation, the corrective action will be a reformulation of the assay diluent of architect anti-hcv ((B)(4)). The architect anti-hcv us assay ((B)(4)) is not affected because the assay uses a different assay diluent.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37, architect (B)(6), that has a similar product distributed in the us, list number 1l79, architect (B)(6). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated they noted a shift down in the architect (B)(6) even though they had mixed the assay diluent solution. A patient who previously generated a (B)(6) result of 1.4 s/co, now had a nonreactive result of 0.80 s/co. The specimen was retested on another architect analyzer yielding a reactive result of 1.3 s/co. The (B)(6) result was reported. There was no impact to patient management.